Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a return of tremor for no known reason. The patient recently had to have foot surgery unrelated to the deep brain stimulation (dbs) and had been under some stress since surgery. The patient had not had follow up programming for a few months. The device status was checked using the patient programmer and the device was on. The patient was asked to come into the hcp's office for a follow up programming session but apparently the patient could not afford the copayment so the rep was in the process of finding an in-network physician that could check the device and offer programming. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. It was noted the patient had a medical history of diabetes and essential tremor. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.